Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related (B)(4). Complaints text (B)(6) 2018. (B)(4) initial notes: customer having issues with his infusion set and his bg is high the quick realse had come off and didn't lock inquired what led up to the complaint. Customer response: having high bg infusion set tubing detachment t/s per (B)(4). Type of infusion set being used: mmt-396. Lot/batch# of the inf: 5193456. Site location: right abdomen. Where pump is located/worn in relation to the site: yes right. Location of detachment: quick release. Length of time the inf has been in use: 3rd day. Activity leading up to the event: normal activity was in the car. Inquired if the infs were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Found: no. Customer reports there was not stress or pull on the tubing. Customer reports the pump wasn't dropped with the set connected to their body. Adv to change the inf. Adv to return the set for analysis. Customer's outcome pertaining to the complaint: sending customer a canister and label to return for analysis,t-pack to replace set ship: 1- canister/le and tpack / return: mmt-396 quick realse reason for return: it detach on its on